Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose level of 22.2 mmol/l. Customer's blood glucose value was 16.8 mmol/l at the time of the call and other blood glucose value was 18.6 mmol/l. Customer declined to troubleshoot for high readings. Self test was performed and it was passed. It was reported that the customer was on auto mode. The insulin pump will not be returned for analysis.